Event description:
The manufacturer received information from a third party service center alleging a ventilator came in for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, the ventilator failed a step during testing. The device was recalibrated to address the issue.